Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a hip arthroplasty. It was also reported that the surgeon was using the blade incorrectly by twisting the handpiece and applying force to the blade. No further information was provided.

Manufacturer narrative:
The quality investigation is complete. Awaiting device return.

Event description:
It was reported that the blade broke at the mount during a hip arthroplasty. It was also reported that the surgeon was using the blade incorrectly by twisting the handpiece and applying force to the blade. No further information was provided.